Event description:
The customer reported that when fluoroing the system intermittently continues to fluoro and does not stop. It has happened several times. Rebooting usually fixes the issue. Also the system kept beeping after the footswitch was released. Additionally, the images are locking up.

Manufacturer narrative:
The ge service rep found that the images were freezing temporarily on monitor while fluoroing. He checked the workstation boards and connections and verified that the pins/wiring was ok on ic cable. He flexed his hv cable to see if there were any breaks but still could not reproduce the problem. The printer was printing egg-like images. The rep adjusted the ratio in printer settings and tested.